Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 2:00pm due to receiving high glucose readings from the prodigy diabetes meter. The end user declined to provide any details in regards to seeking medical attention and refused to troubleshoot or receive a replacement meter. No further details provided.